Event description:
The following has been reported: service needed error, red flashing lights. Out of box failure. No patient harm/infusion stoppage reported. A preliminary review of the logs was not able to be performed. The device was returned for investigation. During investigation, the logs were reviewed and it was determined the pressure board was likely the faulty component. The device was reverted to manufacturing mode to attempt pneumatic hardware testing and failed because of a pressure board connection error. During an internal investigation, it was found the pressure flex cable was not latched in properly to the board. The cable was reseated and device is subsequently passing pneumatic hardware testing. No additional damage or errors were identified. Reporting as a conservative measure due to the pressure board. No adverse effects were reported.